Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported emergency room visits due to chest pain on (B)(6) 2025 at 10:25 am and (B)(6) 2025 at 11:00 am, during which they were hospitalized both days for ongoing chest pain and additional diagnostic studies. At the time of the call, the user continued to experience pain and stated the event was related to sensor insertion. The user received painkillers at the hospital, was prescribed oxycodone, but refused to take it. The user's healthcare provider is aware of the event, with a follow-up appointment scheduled for (B)(6) 2026, and per dms records, the user has not been using the system since (B)(6) 2025 at 11:46 am.

Manufacturer narrative:
The user reported visiting emergency room (ER) due to chest pain and stated that they were hospitalized for two days from 24-dec-2025 to 25-dec-2025. The user suspected the event was related to sensor insertion performed on 12 dec 2025; however, no diagnosis or clinical findings were reported to establish the cause of the chest pain. The user received pain medication during hospitalization and was prescribed oxycodone, which the user declined to take. The user's healthcare provider (hcp) was notified of the event.the user reported that the system was never used following insertion due to local pain at the insertion site. Review of the data management system (dms) confirmed that the sensor was paired on the day of insertion but was not used thereafter. Due to persistent pain, the user elected to have the sensor removed. No device malfunction was reported.the sensor is intended for subcutaneous insertion in the upper arm, and localized pain or discomfort at the insertion site is a known and expected post-implantation response that is expected to be transient and resolved without medical intervention. Based on the available information, including the absence of device malfunction, lack of system use, no diagnostic findings or objective medical evidence supporting a relationship between the device and the reported chest pain, a causal relationship between the device and the reported event cannot be established. The event was reviewed in consultation with the cmo at senseonics. No additional adverse events were reported. The reported onset of chest pain approximately 12 days following insertion, without supporting clinical evidence or associated device-related findings, further limits the ability to attribute the event to the device or insertion procedure. The chest pain appeared to represent an isolated clinical symptom managed conservatively with pain medication. B4.date of this report 20 feb 2026. G3.date received by the manufacturer? 20 feb 2026. H6. Health effect -impact code updated to 4607. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4315.